Event description:
It was reported that caller experienced CGM error 42 while using G7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received complete pump reset instructions, performed pump reset with guidance, and after reset CGM error did not recur and sensor session was successfully started.